Manufacturer narrative:
Problem description, submitted 09/18/2015 as follow-up #1: upon review of the complaint record, the alleged issue was deemed to be one of training misuse: the patient was consistently overfilling the cartridges.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump load cartridge step had primed the tubing. The reporter indicated that the pump did not go to the no cartridge detected alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 11/03/2015: the device was returned to animas and evaluated by product analysis on (B)(4) 2015 with the following results. No defect was found. Black box shows no evidence of a load/ step malfunction. Force calibration check passes, reading 162. During investigation, loaded cartridge to 100 units. Performed ¿rewind¿, then "load¿, piston stopped at 100 units, display reads 100 units. No load/step malfunctions or call service alarms duplicated. Removed pump case, force sensor pins seated & solder connections intact. No evidence of cracked force sensor traces. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.